Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is also unknown if the death was device related. No further details were provided.

Event description:
It was reported that unknown, brown material was found on the spike of IV set.

Manufacturer narrative:
On 09/03/2009 the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance related to this event. Customer letter not required.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.